Event description:
It was reported that during an angioplasty/stenting procedure, filter removal difficulties were encountered. The lesion was a vein graft to the mid left anterior descending artery. Following deployment of the unspecified stent, the ez filterwire could not be retrieved into the retrieval sheath. There were no good coaxial alignment with the guide. The physician also attempted use of the ez filterwire bent tip retrieval device without success. The ez filterwire was withdrawn from the pt's body without being resheathed. There was no pt consequence, and the procedure was then completed with another device. Pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.